Manufacturer narrative:
Concomitant medical product: a2dr01 ipg implanted: (B)(6) 2016.

Event description:
It was reported that there were high thresholds on the right atrial (ra) lead. Under fluoroscopy, it was noted that the ra lead was in the ventricle. The lead was partially explanted and replaced. No patient complications have been reported as a result of this event.